Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of reaz1045 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported to ms&s, that the aspira catheter is not draining. Fluid is present in the tubing, but will not drain into the bag. Ms&s advised the complainant that the valve may be damaged and need to be replaced. No patient injury was reported.